Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. D4: batch # m53a8w. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with the halves mixed, no apparent damage, and no reload received. During functional test, the knob was noted stiff, and a visual inspection was performed on this area white flakes on the firing knob, lock spring, knob lock were noted and with possible signs of corrosion, this condition did not allow the knob to move freely. One possible cause for this condition may be exposure to cleaning solutions. In addition, the anvil was noted to be partially detached on the distal end due to the three top plastic posts being missing. Due to the condition of the device no functional test was performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the knob was not received broken as the event description stated, the instructions for use contain the following caution: with the instrument closed, the firing knob is rotated to either side of the instrument. In its pre-firing position, the firing knob cannot be rotated from its pre-firing position unless the alignment/latching lever is engaged.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an abdominoperineal resection, firing knob got broken during the firing. The surgery was delayed by 30-minutes. No fragments generated. The procedure was completed successfully with no patient consequences.